Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for analysis. Visual inspections were performed on the returned device. The device operates differently then expected was unable to be confirmed as all the device components were not returned. The investigation was unable to determine a conclusive cause for the device operates differently; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other four proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with four proglide devices, using a pre-close technique, via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, one proglide device had a cuff miss, two proglide devices did not deploy and unknown failure occurred, and one device had an unknown failure. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 21f and the evar procedure was completed. The successfully preplaced sutures of the fifth and sixth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided. Additional information was received. Reportedly, a fifth proglide device had an unknown device failure. The device was used prior to the procedure using the pre-close technique. No additional information was provided.